Event description:
Received info regarding a bubble in luer lock. Customer's bg levels have been in the mid to high 100s.

Manufacturer narrative:
No product has been returned for eval. Attempts were made to obtain all available info. Should new info become available a f/u MDR will be submitted.